Manufacturer narrative:
The customer did not indicate any impact to the patient. This particular patient had future flags and partial measurements indicated. Engineering investigated this issue remotely through code review and patient data; and determined that it is associated with a software defect. The issue occurs with the following steps: the clinician only saves the active patient's calendar 1 time; and the patient does not submit a measurement; the device attempts to generate an adherence flag. The software defect occurs. Two issues happen as a result of the software error: no adherence flag is generated for that day; and no task is generated 14 days later. A correction to the defect has been completed and is being implemented with customers.

Event description:
Customer reported that this patient's adherence score does not seem to be calculating correctly. This patient had an adherence score of 1 for missed blood pressure yesterday but also missed weight and spo2. The calender appears correct. This patient also had future flags. There was no impact to the patient.